Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.this report is associated with MFR report number: 3005168196-2015-01298.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician was unable to deploy two ruby coils in the aneurysm and they were removed. Other than that, the physician stated that the case went fine.

Manufacturer narrative:
The ruby coils were returned unidentified in the same specimen bag. Result: the pet lock of the first ruby coil evaluated was intact on the proximal end of the pusher assembly. The pusher assembly was kinked in multiple locations along its length. The embolization coil was intact with the pusher assembly. The pet lock of the second ruby coil evaluated was intact on the proximal end of the pusher assembly. The pusher assembly was kinked in multiple locations along the length of the device. The embolization coil was intact with the pusher assembly. Conclusion: evaluation of the returned devices revealed that both ruby coils were able to advance outside of their introducer sheaths without an issue. Both ruby coils were inserted into a warm cup of water to simulate body temperature and took their intended shapes. Both pet locks were intact on the proximal ends of the pusher assemblies which suggest that there were no attempts to detach the coils using a detachment handle. The root cause of this complaint cannot be determined. The kinks in the pusher assembly were likely incidental, and may have occurred during packaging the devices for return. Ruby coils are 100% functionally tested during in-process inspection. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.